Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (trouble with download) was confirmed due to bent pins on the belt receptacle. The monitor was unable to complete baseline. The root cause of the physical damage to the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor experienced trouble with download.